Manufacturer narrative:
(B)(4). Root cause identified as workmanship issues during battery pack assembly, coupled with shock and vibration during transit. Process improvements and additional production controls were implemented at the battery pack manufacturer.

Event description:
Medtronic received a report that while unpacking the box, prior to installation, it was noted that the battery appeared to have "burn marks". There was no end patient involvement or harm to the users.